Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient underwent coronary angiography which revealed stenosis of the right coronary artery, and coronary stent implantation was indicated based on the patient's clinical condition. During the procedure, an attempt was made to use one resolute integrity coronary drug eluting stent based on the characteristics of the vascular lesion. The stent was advanced to the stenotic segment of the right coronary artery (rca). During positioning under dsa imaging, lifting and damage were observed at the edge of the middle segment of the stent. The implantation procedure was immediately discontinued and the stent was carefully withdrawn. No patient complications were reported as a result of the event.